Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that there was a bur stuck in the remb reciprocating saw during a procedure at the user facility, resulting in a delay of unknown length which may have required the use of additional anesthesia. The procedure was completed successfully with no other medical intervention or adverse consequences reported.

Event description:
It was reported that there was a bur stuck in the remb reciprocating saw during a procedure at the user facility, resulting in a delay of unknown length which may have required the use of additional anesthesia. The procedure was completed successfully with no other medical intervention or adverse consequences reported.

Manufacturer narrative:
Upon evaluation of the returned device, the blade was found to be getting stuck in the handpiece. Upon disassembly for visual inspection corrosion of the linear bearing assembly was noted.